Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to (B)(6) the day before the call and they could not stop urinating in their jeans, clarifying that they felt like they had an unpacked reservoir of urine. The patient stated at that time that ¿something felt funny¿ and ¿hurt in that area.¿ the patient stated that it happened the day before when they were at (B)(6) and they weren¿t having any symptoms since then and mentioned not drinking as much. The patient stated that they were walking around a lot the day before and asked if that would make a difference. The patient also stated they left their external equipment at home, so they didn¿t check their therapy status at that time and when they got home their handset was dead. The patient inquired if the handset being dead would impact their therapy. External equipment usage was reviewed, and the patient confirmed understanding. The patient mentioned that they went to (B)(6) last in 2016 and didn¿t recall having any symptoms at that time but noted they didn¿t go in the winter like they did this time. Syncing with the programmer showed the stimulation was on at 1.0v on program 2. The patient stated that (B)(6) has a lot of emi and mentioned (B)(6) ¿supplies 50% of the world¿s energy for water and turbines.¿ the patient was going to monitor their symptoms and would follow up with their healthcare provider if it didn¿t resolve. No further complications were reported.